Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon found the seals torn on two 512b and one 511o trocar during the surgical procedure. The surgeon completed the case by opening new trocars. There was no consequence to the patient.